Event description:
Same case as MDR# 6000093-2006-00406. After 285 days following a coronary drug eluting stenting treatment procedure, a stent thrombosis occured. The pt had a 3.5x32mm and a 3.5x24mm taxus express2 drug eluting stent placed. After 285 days, the pt presented with thrombosis. Additional info has been requested.